Manufacturer narrative:
The monitor was manufactured march 28, 2008. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. The device history record review was completed and all manufacturing inspections passed with no non-conformances. Examination of the returned device was unable to replicate the customer¿s complaint. Evaluation testing supports that the device performs as expected. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that the customer returned the vigilance ii monitor for servicing because "they experienced that the svo2 cannot be trusted and the cco doesn't go up." It is unknown what was meant by "cannot be trusted" and "doesn't go up." No values were provided and no additional information was able to be obtained. There was no allegation of patient compromise and no other system related devices were identified as suspect.